Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker was in backup vvi and radio frequency (rf) lockout. No intervention was performed and the patient was in stable condition.